Event description:
It was reported to boston scientific corporation an rx biliary stent was used during a stenting procedure of the bile duct performed on (B)(6) 2012. According to the complainant, during the procedure, the pull wire was noted to be kinked and popped out of the rx port of the push catheter. The procedure was completed with another rx biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Investigation results revealed a slit in the guide catheter, therefore, this is now an MDR reportable event.

Manufacturer narrative:
Patient age, gender, and weight are unknown. It was reported the patient was over 18 years old. The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4): slit in guide catheter. The delivery system and stent were returned for evaluation. Visual evaluation revealed no damage to the stent component. The pull wire was found kinked and dislodged at the guidewire exit ramp. The exit ramp was found torn. The tip of the guide catheter was noted to be angled and slit, possibly due to handling the device. Functional testing was performed; the handle was actuated, and extended and retracted the guide catheter with some resistance due to the kink in the pull wire. It is most likely that the noted damage was a result of handling the device during shipment or preparation, therefore, the most probable root cause for this event is handling damage. A review of the device history record could not be performed since the lot number was not provided in the complaint.